Manufacturer narrative:
(B)(4) initial MDR. A follow up will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that foreign matter was found embedded in the device material.

Event description:
It was reported that foreign matter was found embedded in the device material.

Manufacturer narrative:
(B)(4); therefore, the incident could be verified. After removing the applicators from the package it was verified that the black stain corresponded to ink which is being used on the 3ml codes that required to have printed information such as lot number and expiration date. Black ink location was observed to be consistently placed in the applicator region were the machine printer heads are located. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Visual inspection of 50 retained samples was performed and no issues were observed. Based on the investigation, the root cause is related to printer heads tint leaking when the printer station is disabled and not in use. A change has been initiated to update manufacturing procedure so that the printer heads from the printer station are removed when not being used. This incident has been added to our database of reported incidents h3 other text : see narrative below.